Manufacturer narrative:
It was reported that the patient was in the emergency department and the emergency room physician was experiencing an issue with the guidewires that come in the kit. The facility reported that the physician was able to insert the needle into the vein and aspirate blood. After insertion the guidewire became stuck and was unable to advance requiring the needle and guidewire to be removed and the procedure to be repeated with a new kit. The sample was not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was in the emergency room and the guidewire did not fit into the introducer needle resulting in the physician removing the needle and obtaining a new kit to repeat the procedure.